Event description:
General report received of an unspecified number of undocumented incidents of the pumps delivering at different rates than the originally programmed rates. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects. No medical interventions were required. Reportedly, unspecified cell phones were in use at the time of the events. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation.